Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to d9, g2, and h3. The device evaluation and the information in d9, g2, and h3 were inadvertently omitted from the initial medwatch report. Please see updates to d9, g2, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the fiber composite of the light guide fibers were damaged by external force and the gray protection hose was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the image failure was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The end user facility contacted olympus to report green stripes on images coming from their endoeye hd ii. No patient or user harm has been reported. No procedural delays have been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has not been confirmed. In addition, mechanical damage has been observed. This investigation is ongoing, and additional information regarding this event will be requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.